Manufacturer narrative:
This pacemaker was successfully replaced with a new boston scientific device. At this time the product has not been returned, and there is no additional information available. If the product is returned, or additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that interrogation of this device revealed that the battery gas gauge was approximately 10mm from elective replacement time (ert), when it had been 2 and 3mm from ert one month prior. No programming changes had been made. It was later reported that when the physician went to the battery status screen on the programmer after the initial interrogation, the gas gauge was just above ert again. It was later reported that this device was explanted, and successfully replaced with a new boston scientific device.